Manufacturer narrative:
8/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. Upon evaluation co determined that the suture strand was separated.

Event description:
During an unspecified procedure, the suture broke while being tied. The surgeon used a new suture. The hospital has reported no pt injury.